Event description:
The customer stated that she was hospitalized for hight blood glucose levels. The reported blood glucose reading at the time of the call was 113 mg/dl. The customer felt that the hospitalization was caused by the infusion sets that she was wearing at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.